Event description:
This complaint is from a literature source. The following literature cite has been reviewed: tan y, li h, wu j, xue d, pan z. Coracoid process fractures of the scapula treated by baseplate three-column glenoid fixation: a retrospective study of 24 patients. Med sci monit. 2023 apr 10;29:e937933. Doi: 10.12659/msm.937933. Pmid: 37032522; pmcid: pmc10103615. Objective/methods/study data: this retrospective study from a single center aimed to evaluate 24 patients with coracoid process fractures of the scapula treated by baseplate three-column glenoid fixation of the 3 columns attached to the glenoid, or the scapula-glenoid construct, which includes the base of the coracoid, the scapular spine, and the lateral/scapular pillar. Between march 2018 to august 2020, a total of 24 patients with coracoid process fractures (22 male and 2 female) and a mean age of 48.95 years were included in the study. These patients were divided into two groups according to treatment technique; the modified technique group (11 patients), and the conventional group (13 patients). A partially-threaded cannulated lag screw (synthes) were used on both groups. The patients were followed for a mean duration of 12 months. Lot, model and catalog number are not available, but the suspected depuy synthes device(s) possibly associated with reported adverse events: unk - screws: lag: trauma. Adverse event(s) and provided interventions possibly associated with unk - screws: lag: trauma (qty 8): modified group (n=1) had screw broken at 5 months from heavy manual labor and showed delayed union treatment: not reported (n=5) incomplete reduction with up to 3 mm displacement treatment: not reported. Conventional group (n=2) incomplete reduction with up to 3 mm displacement treatment: not reported. This report is for an unk - 4.5-mm partially threaded cannulated lag screws which captures the reported (n=5) incomplete reduction with up to 3 mm displacement treatment: intervention not reported.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. E1: department of orthopedic surgery, (B)(6) hospital, if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post-market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.